Event description:
Literature was reviewed regarding outcomes in patients with a concomitant tricuspid valve procedure (tvp) during left ventricular as sist device (vad) implantation. All patients had severe tricuspid valve regurgitation (tr) and some of the patients underwent a concomitant tvp. The authors described patient deaths; however, the causes of death were unknown. There were patients with and without a tvp who experienced postoperative right heart failure with the need for inotropes, right vad support, or an intravenous or inhaled pulmonary vasodilator, recurrence of tr, hemorrhagic or ischemic neurological dysfunction, gastrointestinal bleed (gib), acute kidney injury, and infection which included sepsis, driveline, or pump infection that required surgical management. Gib was defined as having melena, hematemesis, guaiac-positive stool, blood within the stomach at endoscopy or colonoscopy, or active bleeding at the time of endoscopy or colonoscopy. Some patients were readmitted to the hospital within thirty days for unknown reasons. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes in patients who underwent a concomitant tricuspid valve procedure during left ventricular assist device implantation. Journal of cardiac surgery. 2019; 34:1458¿14. Doi: 10.1111/jocs.14304 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.